Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead fell. Subsequently, the lead exhibited increased threshold measurements, decreased pace impedance measurements and oversensing of atrial activity. The lead was suspected to have dislodged. A revision procedure was performed. The lead was explanted and a new lv lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin and dried blood/body fluid was noted in the lumen. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead did not pass the guidewire test due to the presence of blood/body fluid.